Event description:
It was reported to ge that the footrest detached when the table was being angulated allowing the pt to slide off the table. Apparently, the footrest was not properly attached by the operator, causing it to detach when the weight of the pt was applied. Although no failure of the footrest was noted, the footrest was replaced. No injury was reported.